Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. The measurable dimensions of the screw were, as far as possible, checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificates and the manufacturing papers was not possible since we are not aware of the concerned lot numbers. The microscopic view of the broken surface is homogenous and does not show any anomolies. No product fault could be detected. There is evidence that a mechanical overload during the removal, par example by a cold welded thread or an excessive contact between the screw and the plate, caused the breakage of the screw. The exact cause is unknown.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2011, the screw broke during removal. The fragments were retrieved from the patient. This is report 1 of 1 for complaint (B)(4).